Manufacturer narrative:
(B)(4)no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, approximately one month post-implant, the patient had a myocardial infarction (mi). Signs and symptoms included chest pain, an elevation in unspecified cardiac markers, and new regional ventricular wall motion abnormality on myocardial imaging. Cardiac catheterization showed a 99% occlusion in the proximal left anterior descending (lad) coronary artery. The lad thrombus was aspirated and the patient was subsequently reported to be symptom free. The patient&#38112;international normalized ratio upon admission was 2.3. The patient was started on plavix post-thrombectomy. There were no reported lvad issues.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.